Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because unit powers off during use was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a processor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.